Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a ¿dosing stops soon¿ notification and the ilet prompted to connect a dexcom g7 continuous glucose monitor (cgm) or enter a blood glucose value, after which the ilet required reentry of the sensor pairing code; the user reentered the code and entered pairing mode and was advised to wait for readings to resume and call back if they did not. No adverse clinical symptoms reported. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. User support included user-guided troubleshooting and education regarding cgm pairing and signal recovery. Investigation of this case revealed a communication disruption between the cgm and the ilet that was addressed through re-pairing, consistent with known intermittent signal loss behavior. It was concluded, based on previously established findings for similar reports, that the cause was temporary user-device communication interruption related to cgm pairing or signal loss.